Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that "the double lumen tubing on the unometer safeti plus was not draining into compartment- patients complaining of full bladder- nurses have to milk tubing for urine to start flowing. This occurs multiple times on a single shift. When product was removed, urine was flowing freely" when an alternate product was applied the urine was flowing into that unit. It was further reported that the complainant confirmed that the product (unometer safeti plus) was being used as per the information of use. Additional information was received informing that ¿the patients would feel they has a full bladder and needed to void and there was nothing in the urine meter, so this would have been when the urine meter was first being used. When the tubing was milked, this allowed urine to flow, but then would stop again multiple times during a shift. The complainant could not remember how many patients and the lot number(s) was not known.